Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the observation that the battery was being depleted faster than expected.

Event description:
Boston scientific received information that at a recent evaluation it was found there was a significant drop in the battery remaining estimate. In (B)(6) 2014 it was noted to have seven years remaining and at the current evaluation two-and-a-half years remained. Data was sent to boston scientific technical services (ts) for engineering review and it was determined that the device battery appeared to be depleting prematurely due to high and variable power consumption. Device replacement was recommended. Subsequently, surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.